Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
It was reported by the customer that due to the mouse scroll wheel the plan-of-the-day selection was changed and the patient received the wrong treatment for that day. Based on the available information there was an actual mistreatment, in that the patient was treated with the incorrect treatment plan for 1 fraction of treatment.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product. The issue was determined to be a defect in the product. The mouse scroll wheel would change the radio buttons in the plan of the day feature as there was no handler on the page to handle the event if the scroll wheel was inadvertently moved. Elekta recall ref. (B)(4). A software patch was released on (B)(4) 2016 for (B)(4) in order to correct the defect. An important safety notice (ifsn (B)(4) was issued on (B)(4) 2016.